Manufacturer narrative:
(B)(6). Additional information was requested and the following information was obtained: did the patient have an autoimmune disease? No is the patient currently taking steroids / immunization drugs? No did the patient have any pre-existing dysphagia or other conditions (other than gerd)? No, does have nickel allergy how severe was the dysphagia/odynophagia before intervention? Severe did the dysphagia improve after the device was implanted initially? No were there any intra-operative complications during implant? No was there any hiatal or crural repair done at the same time as the implant? Yes what was the reason for removal of the linx device? Dysphagia was the device found in the correct position/geometry at the time of removal? Yes device analysis: overall review of the device function and dimensions show no anomalies from a device that has been reasonably changed as part of the explant procedure. Visual analysis was consistent with an explanted device, and link length and tensile force were found to meet the applicable specifications. Overall, no analysis conclusions relevant to the patient experience were found. The DHR for lot 19220 was reviewed. No ncs, defects, or reworks related to the product complaint were found.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did the patient have an autoimmune disease? Is the patient currently taking steroids / immunization drugs? Did the patient have any pre-existing dysphagia or other conditions (other than gerd)? How severe was the dysphagia/odynophagia before intervention? Did the dysphagia improve after the device was implanted initially? Were there any intra-operative complications during implant? Was there any hiatal or crural repair done at the same time as the implant? What was the reason for removal of the linx device? Was the device found in the correct position/geometry at the time of removal?

Event description:
It was reported that a linx, lxmc13, lot #19220, device was removed due to ongoing dysphagia, intolerance. Device was removed on (B)(6) 2018.